Event description:
The facility reported a colleague infusion pump with a malfunction of the speaker wire on the harness being broken. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of the speaker wire on the harness being broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a cut rear inverter harness. Appropriate action was taken to correct the reported problem by replacing the rear inverter harness. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.